Manufacturer narrative:
Author: joo myung lee ,tae-min rhee, joo-yong hahn, doyeon hwang, jonghanne park, journal: international journal of cardiology year: 2016 issue: 230 title: comparison of outcomes after treatment of in-stent restenosis using newer generation drug-eluting stents versus drug-eluting balloon: patient-level pooled analysis of korean multicenter in-stent restenosis registry ref: http://dx.doi.org/10.1016/j.ijcard.2016. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A group of patients were treated with resolute integrity and endeavor resolute drug eluting stents to treat in stent restenosis in the left main, lad, lcx and rca arteries. Clinical indication of pci include stable angina, unstable angina, nstemi, stemi, acute coronary syndrome and silent ischemia. Outcomes identified during follow ups include death, cardiac death, target lesion failure, mi, target vessel revascularization, target lesion revascularization, cerebrovascular accident, stent thrombosis and patient-oriented composite outcomes (poco).